Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly became pulseless, and a code blue was initiated. At the beginning of the procedure, while a bronchoscopy was being performed, the patient was observed to be experiencing bradycardia. Later during the procedure, when the physician was about to obtain a biopsy of the lesion, the patient was observed to be tachycardic. The physician then assessed the patient, who was found to be pulseless. The procedure was then aborted. According to the physician, advanced cardiac life support (acls) was initiated and two cycles of CPR were performed. The patient was stabilized and admitted to the intensive care unit (ICU). Although awake and extubated, the patient remained hospitalized. The physician believes that the cardiac dysrhythmia was likely induced by anesthesia and not caused by an ion product(s). The physician confirmed that there was no malfunction of the ion system, instruments, or accessories. The surgeon indicated that she believes the event may have "possibly" occurred even if the procedure was performed via another modality.

Manufacturer narrative:
Based on the information provided, the root cause of the complication(s) cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient allegedly became pulseless and a code blue was initiated. The procedure was aborted, acls was initiated, and two cycles of CPR were performed. The patient was stabilized, admitted to the ICU, and was hospitalized. Although the physician believes the event was induced by anesthesia, the cause of the complication(s) is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.